Event description:
The customer reported the unit does not switch on. No adverse pt involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported the unit does not switch on. No adverse pt involvement was reported. A philips authorized distributor evaluated the device and verified the failure. The issue was diagnosed as a printer/recorder failure. The printer/recorder was replaced to resolve the issue. The device remains at the customer site.